Event description:
It was reported that the device broke off and left unretrieved inside the patient's body. A 200cm, 8cm v-18 control wire was selected for use. However, during the procedure, it was noted that 8cm of the guidewire tip broke off during transjugular intrahepatic portosystemic shunt (tips) procedure. The physician attempted to retrieve the tip of the wire with a snare. However, it was dislodged after snaring it once and the wire moved to a different location. The dislodged guidewire was unsuccessfully retrieved from the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the event, patient, and initial reporter but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.